Event description:
It was reported that the customer had a cracks on the display and high blood glucose level. The customer blood glucose level was 400 mg/dl. Customer states that he treated for the high blood glucose level using manual injection. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.